Manufacturer narrative:
Eval summary: the infusion pump was tested for flow accuracy at 100 ml/hr for 12 mins. Channel b failed the accuracy test with a flow value of -15.0% from the desired amount. The spec limit for this pump is +/- 5%. The lower jaw on the pump channel found to be slanted, causing underdelivery.

Event description:
The facility sent this device in to baxter for svc. During svc, the baxter repair technician reported that channel b underdelivered. The hosp rep stated that there have been no reports of any pt incident involving this pump since the baxter svc event.